Event description:
The customer reported that while the unit was in use on a pt, the unit sound an audible "system failure" alarm. The unit's power was re-cycled, the unit functioned. Normally and therapy was continued. No pt injury was reported.